Manufacturer narrative:
Technician found bed in bed shop. Found - the casters do not hold and ratchet. Cause - the casters are old and worn out. Replaced the brake and brake/steer casters to resolve this issue.

Event description:
Complaint received alleged that the casters do not hold. No alleged injury by account.